Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The product support engineer (pse) troubleshot this issue with the customer over the phone but the issue persist. The field service engineer (fse) evaluated the device and verified the reported condition in the diagnostic log. The fse replaced the data acquisition (da) printed circuit board (pcb) to address the issue. The ventilator passed all tests and operated within the manufacturing specifications. Root cause: the data acquisition pcba was returned for failure investigation (fi) and was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an error (110a) relevant to proximal pressure sensor auto zero failure. The ventilator was not in use on a patient at the time of the event occurred.